Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine in the nasolabial folds. During the injection, the syringe detached from the needle and the vile "ruptured." All the product had "escaped from syringe and emptied onto face of [patient]." The packaged needle was screwed onto the syringe without any problems.